Manufacturer narrative:
Device evaluation: returned device was received with no discrepancies were detected on the housing nor arch height. During the evaluation of the device the sample failed the accuracy test. The customer reported condition was confirmed. Problem source is unknown. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information was received indicating that at the end of therapy, a smiths medical cadd administration set was noted to be under infusing. No patient consequences were reported. No adverse effects were reported.